Event description:
The patient reported becoming ill and vomiting in 2009. Blood glucose levels at this time were normal, 8 mmol/l (144 mg/dl). Several hours later, the patient's blood glucose increased despite bolusing through the infusion device. The patient was admitted to the intensive care unit of the hospital and diagnosed with diabetic ketoacidosis. At the time of the report, the patient was connected to the infusion device while in the hospital and blood glucose measured 9-12 mmol/l (162-216 mg/dl). The patient believes hospitalization was due to illness and not a product issue. No further information is available. No product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.